Manufacturer narrative:
Co received one blue catheter adapter assembly attached to a white catheter. Catheter tip was viewed under magnification using b & lsteroscope. The "cut" on the catheter is consistent with backing the catheter through the needle.

Event description:
Rec'd report of broken epidural catheter. Pt having nerve block to inject steroids for pain. First attempt to place catheter unsuccessful, withdrawn; on second attempt, neddle advanced, then cather introduced and advanced. On withdrawl of needle, catheter withdrawal not complete and part of catheter (6-8cm) remained in the pt. Third attempt unsuccessful. Consult by neurosurgeon. The pt was scheduled for back surgery as next step in treatment for chronic pain, and will remove epidural catheter at that time.